Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that episode review was requested. Remote monitoring data identified t wave oversensing and some discarded r waves resulted in a smartpass event and smartpass being disabled. Alternate vector passed in automatic setup and primary vector failed. Manual setup was performed and smartpass was able to be programmed back on. The device remains in service and no adverse patient effects were reported. It was reported that two untreated events occurred over the past two days. A boston scientific technical services (ts) consultant reviewed the stored events which appeared to show oversensing of noise suspected to be myopotential noise. The patient reportedly was cooking at the time the events were stored but not using anything electrical. The ts consultant reviewed current programming and discussed troubleshooting with the caller. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that episode review was requested. Remote monitoring data identified t wave oversensing and some discarded r waves resulted in a smartpass event and smartpass being disabled. Alternate vector passed in automatic setup and primary vector failed. Manual setup was performed and smartpass was able to be programmed back on. The device remains in service and no adverse patient effects were reported.